Manufacturer narrative:
Patient information now provided.

Manufacturer narrative:
Patient age a weight were not made available from the surgeon reporting the event. Device manufacturing date is unavailable. Noted was that the surgeon has performed 19 cases at this site; the other 18 have all been without issue. - no parts have been received by manufacturer for analysis. - no further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system visualase thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative received a report from a surgeon on (B)(6) 2015 that, while in a laser induced thermal therapy procedure on (B)(6) 2015, the surgeon performed laser ablation for the left mesial temporal lobe epilepsy (mtle) and the patient woke up with what appears to be a right homonymous hemianopsias. The surgeon did a total of 5 ablations in this case, 2 amygdala and 3 more in the hippocampus. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system visualase thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Device manufacture date now provided.the physician felt the vision loss was due to a secondary etiology. The patient has regained partial field of view. The visualase system is functioning properly